Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-03063. It was reported the patient experienced ineffective stimulation from the left lead. Diagnostics revealed high impedances on the left lead. X-rays showed a possible fracture in the left lead. As a result, the patient may be awaiting surgical intervention. It is unknown which lead is the left lead, therefore both leads are being reported.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2018-03063. It was reported that the patient underwent surgical intervention on (B)(6) 2018. The patient had 1 3186 lead explanted and replaced, but the rep was unable to correctly tell which lead was explanted thus both leads are being reported on. Postoperatively, effective therapy was confirmed.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-03063.